Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had passed out and had been in and out of bradycardia lower than the lower rate limit. All lead information looked normal but after looking at the arrhythmias numerous non-sustained ventricular tachycardia (vt- ns) were seen, and t here was noise on the right ventricular (rv) lead. A lead fracture was also confirmed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.